Event description:
Boston scientific received information that during a routine device check, when attempting to interrogate the pacemaker, the field representative observed a message displayed on the programmer indicating the device settings cannot be translated for display and all parameters will be programmed back to the default, nominal settings. Attempts to interrogate with the same programmer as well as using another programmer displayed the same message. The field representative reports the presenting rhythm is 100 bpm and both atrial and ventricular paced. Applying a magnet showed no changes. No programming history was available to see how the device was programmed initially, but pacing at 100bpm when the patient is at rest did not appear normal according to the field representative. No adverse patient effects were reported. The patient was scheduled for a device replacement as there did not appear to be an option to reprogram settings using the programmer with the current software. The next day, the patient arrived for the replacement procedure. Boston scientific technical services (ts) had been contacted to troubleshoot and recommended attempting interrogation using another programmer loaded with the pervious software version. Interrogation was successful and the field representative confirmed the device was operating appropriately; therefore the physician elected to not explant and replace the device.

Manufacturer narrative:
(B)(4). Data from the device memory was downloaded and reviewed by boston scientific engineering. Engineering was able to duplicate the behavior and noted there appeared to be some type of corruption in the histogram counter memory that was incompatible with the newest software version. By resetting the counters and histograms using the previous software, this appeared to correct the issue. Engineering recommended having the patient come in to the clinic, perform a counters reset using the old software version, and then interrogate again using the newest software, which should then work appropriately. Engineering concluded that the issue in these cases are rare, but appear to be due to a time sequence with respect to counter resets, implant date (exiting storage mode), and the most recent data measurement. In this case, the data shows a counter reset was done pre-implant and exit storage mode occurred a day or so later. The logic built in to the newest software supporting the new atrial diagnostics report/screens uses these timestamps, in addition to trend data (so the last measurement timestamps). This confused the programmer, causing the device to go into an endless telemetry loop. The issue will resolve with two counter resets, however in this case, there had been only one that occurred pre-implant. Engineering confirmed the device should work appropriately after resetting the counters using the older software. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.